Manufacturer narrative:
Initial report sent: 05/29/2009.

Event description:
Procedure type: bowel resection. According to the reporter: after applying the device the anvil was left in the bowel. The surgeon had to open to remove the anvil and then hand sutured the site closed. No patient injury was reported and he is in stable condition.